Manufacturer narrative:
(B) (4) device fragment retrieved from the patient. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used during a ureteroscopy procedure on (B) (6) 2010. According to the complainant, the basket sheath unraveled and the basket, with a stone, broke off in the patient. The physician removed the handle but was unable to remove the basket from the patient's ureter. The basket and stone were successfully removed from the patient during a hand assisted right laparoscopic nephroureterectomy procedure on (B) (6) 2010. The patient was reported to be in "excellent" condition at the conclusion of the procedure.